Manufacturer narrative:
The product was not yet returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant product: 12f sheath. (B)(4). The product was not yet returned for analysis, and the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that a maxi ld balloon ruptured during its third dilatation at 3 atms (atmospheres). The physician tried to remove the balloon with difficulty, however, the tip of the balloon separated from the shaft. The physician had to insert a 12f sheath to snare and remove the balloon tip. The target lesion was the iliac vein. A 16x40mm boston scientific stent was implanted. The device was stored, handled, and prepped according to the IFU. There weren't any damages or other anomalies noted to the device or packaging prior to use. The device prepped normally. Isovue-300 bracco diagnostics contrast media was used. The contrast to saline ratio was 25% contrast/75% heparinized saline. The intended target lesion was the left iliac vein, which had vessel narrowing. An encore 26 and boston scientific inflation device was used. The same indeflator was used successfully with other devices. The two successfully inflations prior to the rupture were done at 4 atms. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. No resistance was met while advancing the device. Excessive torquing was not required. No resistance was met while advancing the device over the guidewire. The device did not kink in the area of separation. There was no report of patient injury. The product will be returned for analysis.

Manufacturer narrative:
Product received on 10/02/2015, however the product analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a maxi ld balloon catheter (bc) ruptured during its third dilatation at 3 atm (three atmospheres). The physician tried to remove the balloon with difficulty; however the tip of the balloon separated from the shaft. The physician had to insert a 12f sheath to snare and remove the balloon tip. The target lesion was the iliac vein. A 16x40mm stent was implanted. The device was stored, handled, and prepped according to the IFU (instructions for use). There were no damages or other anomalies noted to the device or packaging prior to use. The device prepped normally. Isovue-300 bracco diagnostics contrast media was used. The contrast to saline ratio was 25% contrast/75% heparinized saline. The intended target lesion was the left iliac vein, which had vessel narrowing. The same indeflator was used successfully with other devices. The two successfully inflations prior to the rupture were done at 4 (four) atm. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. No resistance was met while advancing the device. Excessive torquing was not required. No resistance was met while advancing the device over the guidewire. The device did not kink in the area of separation. There was no report of patient injury. The product was returned for analysis. A non-sterile maxi ld 7f 16x4 80cm bc was returned along with unknown guide wires and sheath introducers. The bc was returned fully introduced through an unknown sheath introducer, and the balloon was torn/separated. Blood residues were noted on the balloon¿s unit. Several kinks were also noted on the bc body shaft. Functional analysis could not be performed due to the torn /separated balloon and the kinked body/shaft. Per sem analysis the external surface of the balloon revealed evidence of scratch marks that could be related to the balloon burst and separation. The internal surface did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17243976 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - (peripheral)¿ and ¿distal tip- separated-in patient (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (vessel narrowing) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. The kinks present on the body/shaft indicate force was applied to the device, therefore handling or procedural factors may account for the separation of the distal tip. According to the IFU, ¿to reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Maintaining a vacuum on the balloon, withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.